Manufacturer narrative:
Date received by manufacturer: 16sep2019. Date of report: 18sep2019. Verified blower is failing. Investigation was unable to verify blower temperature error, however the noted failed hall sensor a and high rotational shaft resistance may contribute to the reported error code. The root cause was determined to be failing hall sensor a which was unresponsive throughout all rotational positions. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 10jul2019, date of report : 12aug2019. The manufacturer¿s international service technician confirmed the reported blower motor issue. The manufacturer¿s international service technician replaced the blower motor system to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: june 24, 2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
High temperature blower was reported. There was no patient involvement.